Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309695, lot # 4033599. It was reported that the bd luer-lok broke. The following information was provided by the initial reporter: it was reported by customer that syringe breaking while the doctor was using the product on a patient. Verbatim: rcc received a complaint via email. Email(s) attached. This is the third report of the 10ml control syringe by bd, #309695. Breaking while the doctor was using the product on a patient. No patient harm reported. The first two reports were from lot# 2349284, this time it is out of lot# 4033599.

Manufacturer narrative:
Two samples of two 10 ml luer-lok control syringes (p/n 309695) were received and evaluated. One carton label affixed to cardboard was cut-out and included in the bag: however, the batch states 3206230. Both samples were received loose with the two finger grips broken. The reported batch in the verbatim states 4033599; however, the batch number on the box label included with the samples is 3206230. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken finger grips defect is associated with the assembly process.

Event description:
No additional information.